Event description:
Vega tibial baseplate became loose. Original case performed on (B)(6) 2011. Revision case performed on (B)(6) 2012. No known accidents caused the loosening of the tibial base plate.

Manufacturer narrative:
Additional information reported: palacos bone cement was used. One bag of straight palacos and one bag of palacos with gentamicin. Product evaluation: it can be seen from the radiographs that the tibia component had changed position and hence loosened. The obturator had unscrewed, although this is not considered as a cause of the tibia loosening. The bone cement fragment seen in the radiographs appears to have migrated to the articulation surface and caused the pitting on the meniscal component. There is bone cement attached to the tibia component. In the regions where no bone cement is attached, there are markings which appear to have made by an instrument used to remove the tibia component from the tibia. If the bone cement was fixed to the tibia, the loosening must have occurred at the cement-bone interface. Summary of content: the tibia component had loosened at the cement-bone interface. The cement on the tibia component had been removed during the revision surgery. The pitting of the meniscal component was possibly caused by surplus bone cement. Possible causes: the aseptic loosening at the cement-bone interface could have been caused by the crushed bone cement particles.